Event description:
Pt underwent ercp procedure. Later developed liver abscess. It was questioned whether this was due to inadequately sterilized equipment. Upon investigation, steris processor I can not be used on olympus duodenoscope. It is not documented in user manual. Adaptors were sold by steris for use on registered equipment.